Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure hst iii system (3.8mm) was stuck in the loading device. The process failed at step 4 (pull). A replacement device was used to complete the procedure. There were a 10 minutes procedural delay. No harm to patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/07/2023. An investigation was conducted on 07/13/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device body. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the seal, no cracks or delamination were observed. Measurements of the delivery device were taken; the inner diameter was measured at 1.95 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed as well as the analyzed failure "premature activation" was observed. The lot # 3000280259 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.